Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: nothing happened during the left micro vascular decompression of trigeminal nerve surgical procedure on (B)(6) 2010. Patient was re-admitted on (B)(6) 2011 with meningitis.